Manufacturer narrative:
The event happened the previous night.

Event description:
The event happened the previous night.

Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for fill and drain complications. Treatment was discontinued. When removing the cassette fluid was found to be leaking from the cassette. The patient contact also reported that fluid had been found around the heater bag but the source of the fluid could not be determined. During follow up the patient's nurse reported that the patient did not require any medical intervention or antibiotics for the leak event. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.